Event description:
It was reported that the user experienced frequent low glucose readings while using the ilet and was changing supplies daily, leading the user to consider returning the device because it did not feel like a personal fit; the user declined troubleshooting and had not discussed the issue with a healthcare provider. Symptoms included hypoglycemia. Outcomes included no report of hospitalization, medical intervention, or long-term impairment. Investigation included review of the complaint details by customer care with recommendation for the user to consult a healthcare provider before making a return decision. Investigation of this case revealed no device malfunction was identified based on the information provided and the cause of hypoglycemia remained unclear due to lack of troubleshooting and clinical detail. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.